Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter did not give any result after blood sample was applied on the test strip. On (B)(6) 2019, customer reported experiencing symptoms described as ¿felt sickness, cardiac arrhythmia was caused of little heart attack, she felt pressure on her chest and burning in the chest, also she felt dizzy and pressure in the eye¿. Customer had contact with a healthcare provider who treated her with oral nitro medication once every 5 minutes under her tongue, 15 cc dose of insulin injection, losartan 50 mg, 5 droplets of treeden and morphine. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned, and serial number provided for the strip was invalid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. The device history review (DHR) was reviewed for the fs freedom meter, and the DHR showed the fs freedom meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle strips, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the adc blood glucose meter did not give any result after blood sample was applied on the test strip. On (B)(6)2019, customer reported experiencing symptoms described as ¿felt sickness, cardiac arrhythmia was caused of little heart attack, she felt pressure on her chest and burning in the chest, also she felt dizzy and pressure in the eye¿. Customer had contact with a healthcare provider who treated her with oral nitro medication once every 5 minutes under her tongue, 15 cc dose of insulin injection, losartan 50 mg, 5 droplets of treeden and morphine. No additional information was provided. There was no report of death or permanent injury associated with this event.